Manufacturer narrative:
Upon further review, it was determined the explant date was inadvertently omitted from the initial/previous report.

Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's wound/ipg site had opened due to an infection being present. As a result, the patient's ipg was explanted. The infection/wound issue resolved over time.